Manufacturer narrative:
No conclusion can be drawn. No evaluation could be performed, as the device was not returned. If the device is returned in the future, product analysis may be performed. Device history record (B)(4) was reviewed and did not reflect any conditions related to the current, reported malfunction. In addition, no deviations were noted. The user manual contains the following warning "do not use excessive pressure, such as bending or prying, on attachments or dissecting tools. This may cause tool to bend or break and cause injury to patient, operator and/or operating room staff." We will continue to monitor this complaint type for trends. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that "3 blades is broken during the use of the tool". No patient impact reported. The tools are not available for evaluation as they were lost at the hospital.